Event description:
Revision surgery - the patient had a reverse shoulder prosthesis implanted in 2013. Due to the humeral stem being loose, the surgeon revised to a long revision stem with a new socket and insert.

Manufacturer narrative:
The reason for this revision surgery was to remedy device loosening after 2 years, 0 months, 14 days in vivo. The healthcare professional indicated there was a significant adverse event to the patient. There was no delay in surgery and another suitable device was available for use. Initial or prolonged hospitalization was required. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with the component listed in the complaint. A review of the product complaint report history showed there have been 32 prior complaints reported against this part number; this is the first complaint against this lot number. This investigation is limited in scope because the explanted products were not returned to djo surgical and a definitive root cause cannot be determined. Factors un-related to the implants that may contribute to a patient joint looseness are: degenerative bone, improper surgical technique or incorrect implant selection. There are no indications of a product or process issue affecting implant safety or effectiveness.